Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported that there is a "leakage from closed suction control valve, either becoming stuck in the "on" position or not sealing when in the "off" position. This creates a leak in the ventilator system, causing alarms while compromising ventilation. No direct patient harm thanks to ventilator alarms, but high potential." No further patient information available at this time.